Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a vcf retrieval procedure, the tip of the snare device detached within the patient. It was easy to snare the hook at the top of the vcf but the feet of the filter were fairly embedded in the wall of the vena cava. The physician states that a fair amount of force was being applied to the snare at the time it failed. The tip of the snare device was successfully retrieved from the patient. Vcf had been implanted 5 years ago. The patient tolerated the procedure well.